Event description:
A past low blood glucose event was reported by the customer, with the lowest level recorded at below 24 mg/dl. Cause was not known. The customer consumed carbohydrates to treat it. The communication noted an available cartridge for return and encouraged consultation with a healthcare provider regarding factors affecting blood glucose levels. The customer agreed to this recommendation and took necessary actions advised by technical support.